Event description:
One and a half years after the last of many treatments with bovine collagen, the patient developed two thick white lines at two of the treatment sites. There lines were determined to be alteration in resident tissue which constituted a scar. The patient was treated with intralesional steriods.